Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician was dissatisfied with the measurements from the lead when it was tested in several positions in the heart. The physician suspected the electrode was the reason and elected to place an alternate lead. No patient complications have been reported as a result of this event.